Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that vessel puncture closure of the calcified right common femoral artery was attempted using a proglide device via an 8f sheath. Reportedly, an unspecified failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.